Event description:
Info received that all 4 casters would not lock into brake position. No injury reported.

Manufacturer narrative:
Located stretcher on 3 north. Found all four casters would not lock into brake position. Casters were worn out. Replaced all casters to resolve this issue.